Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing with inhibition of pacing noted on stored electrograms. The device was reprogrammed to address the oversensing. The patient remained asymptomatic.